Event description:
It was reported that pacemaker system exhibited oversensing on the right ventricular (rv) channel. Under pacing was observed as well. Technical services (ts) recommended to have further lead evaluation. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.